Event description:
The following has been reported: biomed reported: "logs have been collected for pump 2136400686, it has a pump problem. No report of any patient harm or any infusion being stopped." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Upon return, the device started up with no errors but after a short period of time the unit went in to double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed. Valve 1 tested ok. Performed hardware test and unit failed for valve 2 gross leak. Removed and replaced tank body and error still remained. Removed and replaced pneumatic manifold assembly. Rerformed hardware test and unit passed. Internal investigation found lcd touch screen is damaged due to broken screw mounts, rear cover o ring is not seated properly and ground connections are braided wire versus insulated wire. Lcd touch screen, rear cover o ring, and ground wires will be removed and replaced during repair process. No other damage found.